Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been one other similar complaint reported in the lot number. Additional info was requested on 09/20/2011 and 09/27/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following bilateral intraocular lens (iol) implant surgery. The surgeon reported he does not feel the iol caused or contributed to the event. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.